Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-apr-2019: case become valid. Pfs received, plaintiffs address updated, aka added, reporter added, patient demographic added, lot number added, essure insertion and removal date added. Event injury has been updated to pelvic pain. Case become incident. Events added- pelvic pain. Abnormal bleeding (vaginal, menorrhagia), migraines, headaches, nausea,dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, device monitoring procedure not performed. Events onset date and severity added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('bilateral fallopian tubes, one with protruding essure coil') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included pelvic pain female, paratubal cyst, gravida ii and parity 2. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and laproscopic removal of bilateral essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('bilateral fallopian tubes, one with protruding essure coil') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included pelvic pain female, paratubal cyst, gravida ii and parity 2. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and laproscopic removal of bilateral essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received: event 'bilateral fallopian tubes, one with protruding essure coil', medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.